Event description:
Complainant alleged that staff members were transporting a pt (age and gender unknown) to another room at the facility and the unit's monitor screen stopped displaying the pt's ECG trace. The complainant also indicated that the alpha/numeric messages on the screen were distorted. The transport was completed with obtaining another unit. There was no adverse effect on the pt.